Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the device had a failed upstream sensor. This part is a known contributor to upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
During review of the event history log it was determined that there was a repeating pattern of upstream occlusion alarms. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.